Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The impact on the customer's blood glucose level was unknown, as the caller declined to provide this information. The malfunction code was resettable, and after assistance from cts to reset the pump, the issue did not recur. The customer was informed that they could continue using the pump and advised to contact support if the malfunction code appeared again, which was acknowledged and understood by the caller.